Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported the patient was not hospitalized. Two days after event onset, the patient was treated with vancomycin injection (1g in 100ml normal saline, every 4 days, intravenous, ongoing) and ceftazidime and tazobactum injection (1.125mg, once daily, intravenous, ongoing) for peritonitis. Five days after event onset, the patient was recovered from peritonitis. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.